Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 the hcp reported that the patient had been in the hospital for 5 days for other issues including a recurring uti (urinary tract infection) and now she thought that her pump was not working and was leaking. The hcp had not noticed any change or problem in therapy. The patient was currently traveling out of state from where she resided and her doctor¿s office. The hcp was not familiar with the pump and was requesting that someone come to the hospital and interrogate the pump. No further complications have been reported as a result of this event.